Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was opened/unused. A vitrectomy was required and a three piece lens was used instead. Through follow up, it was learned the device did not cause or contribute to the event. The procedure was completed successfully without requiring a backup product, as it involved a lens change. The customer did not provide information if the product had patient contact and the customer indicated the patient's situation/information will not be discussed further. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.